Manufacturer narrative:
Investigation closed on 07/02/2024. Due to character restriction - e1((B)(6)). It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "unit marked" which is being downed by the customer. Actually the cs300 had been marked defective with no specific comments. A getinge field service engineer (fse) had tested the cs300 and observed no failure. Fse had also even examined the fault logs and observed no lethal codes. Actually the fse could not able to duplicate any failure. The unit had passed all the functional and safety tests as per factory specifications and it had been returned to the customer. The involvement of the patient is unknown during this incident.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit marked down by customer. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit marked down by customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).